Event description:
It was reported that during a robotic nephroureterectomy during the third firing on the renal vein the staples were malformed and the patient bled from the staple line losing 2300 cc's of blood. They repaired the staple line with prolene suture. The patient is doing fine.

Manufacturer narrative:
(B)(4). Batch # 255a27. Additional information was requested, and the following was provided: what was the indication for surgery? Nephroureterectomy for transitional cell cancer. What was the procedure? Robotic nephroureterectomy. How was the post-op bleeding identified? It was not post op it was intraoperative. How many days postoperative was the bleeding identified? Intraoperative. What was the total estimated blood loss (ml)? 2300ml . Was a transfusion required? Yes the patient was given units of blood. What was the pre and postoperative anti-coagulant and pain management protocol? Na. Was the bleeding intraluminal or extraluminal? Extraluminal. What was the color cartridge used throughout the procedure? White code is vasecr35. Were there any issues with staple formation throughout the procedure? Third firing had malformed staples. Additional information requested: was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2022 additional information was requested and the following was received: was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Yes.